Manufacturer narrative:
Date sent: 11/26/2007. The hand piece was returned with a nose cone missing. A torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the threaded stud was broken. No reported pt consequence.